Event description:
Healthecare professional reported through "suspected/actual rupture/deflation, correction of asymmetry, ptosis". This record is for the left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthecare professional reported through "suspected/actual rupture/deflation, correction of asymmetry, ptosis". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 e1 h11. Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. Clarification for e1 first name: national breast implant registry (nbir).